Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Medwatch number: mw5071334 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per the medwatch form received, the customer states that medication leaked from the plastic part of the subcutaneous needle and only drops came out of the actual needle (magellen needle 25g x 5/8 ).

Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.